Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (318 mg/dl). Reportedly, customer consumed starchy food and did not bolus enough to cover the food. A correction bolus was delivered to address the issue. Customer declined any further assistance from tandem technical support.